Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date ((B)(6) 2016) was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure due to inadequate stimulation and discomfort. No further information could be obtained.